Event description:
Radiology transporter and rn were attempting to position the patient's bed next to a stretcher (preparing patient for transport), the bed suddenly collapsed. The bed tilted to the right and staff observed that the frame of right wheel at the foot of bed bent to an approximate 90 degree angle. The patient was assisted out of the bed to a chair and was not harmed by the event. The broken bed was immediately removed from the unit and was replaced with another bed. The broken bed is being evaluated today at the hospital by the maintenance vendor.======================manufacturer response for patient bed, advance series bed (per site reporter).======================response from manufacturer's evaluation pending.